Manufacturer narrative:
(B)(4). Batch # k92p04. Additional information was requested and the following was obtained: did the same reported issue occur in one case with all three devices? Or, did this issue occur in three separate cases? Please explain. For device one: did the sheared off plastic pieces fall into the patient? If yes, were the pieces retrieved? If yes, how were the pieces retrieved? For device two: did the sheared off plastic pieces fall into the patient? If yes, were the pieces retrieved? If yes, how were the pieces retrieved? For device three: did the sheared off plastic pieces fall into the patient? If yes, were the pieces retrieved? If yes, how were the pieces retrieved? Did this cause a change in the plan of care for the patient as a result? One case with all three devices. Pieces retrieved on all three devices with suction. Went from fcs9 to har23 to complete the case. The device received was returned with the tissue pad in good physical condition and properly attached to the clamp arm and not detached as reported by the customer. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a thyroid procedure, as they were using the device, it sheared off tiny plastic pieces. They observed mini pieces of the jaws flying off. The plastic was melting. The case was completed by clamp cut tying. There were no patient consequences reported.